Event description:
When first used on field, the coolseal did not activate at all. It didn't appear to be working straight from the box. Circulator troubleshooted connections and then replaced coolseal. New coolseal worked straight away after plugged in. Old coolseal removed.